Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. The returned sample passed testing and measurements were all within specification. The lot number was not known so no batch review was performed. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
Baxter received a report from a nurse regarding a spike on a transfer set that was not connecting with a twin-bag. The patient connected the cap to the transfer set by hand. No injury or medical intervention was reported. The sample is available.